Manufacturer narrative:
Batch review performed on 04 december 2018: lot 162252: (B)(4) items manufactured and released on 26-jul-2016. Expiration date: 2021-06-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manager: visual inspection shows a situation in line with revision cause (distal mobilization diagnosis). Hydroxyapatite layer in the distal part has been absorbed while on the rest of the femoral stem is still visible. Clinical evaluation performed by medical affairs manager: partial hip revision surgery occurred 2 years after cementless total hip arthroplasty in a (B)(6) year old woman. Radiographic images provided show the presence of radiolucent lines around the stem and signs of stress shielding. Aseptic loosening is a possible literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery performed due to stem loosening, 2 years after primary. Very easy revision, stem was completely loose, removed in 1 minute.